Manufacturer narrative:
Us reporting agent notified on: (B)(4) 2015. Manufacturer site evaluation: cassettes received: 1 opened. There are no previous complaints of this code batch. There are no units in OEM stock. Thread is inside the cassette and it is not useful. One knot must be done after every use in order to avoid this problem as indicates the product label. Tested the knot pull tensile strength of the sample received and the results fulfill the requirements of the OEM. Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill OEM requirements. Final conclusion: the complaint is not corresponding (not justified). Corrective/preventive actions: not applicable.

Event description:
Country of complaint: (B)(6). Cassette is dry; thread is breaking.